Event description:
This ra lead was implanted on (B)(6) 2000 and remains implanted at this time. A call placed to technical services on 4/23/2013, states seeing what might be noise on atrial lead. Caller e-mailed pictures of 2 events plus the lead impedance trend. Both electrograms show noise that was detected (sensitivity at 0.5mv) - there are many of these stored events, none longer than 5 seconds. Impedance trend shows a slight upward trend over the past 1 to 1 1/2 months. Technical services believes that this is the start of an issue with this lead, or something was triggered during the most recent changeout as the leads were manipulated. Neither strip shows any pause in ventricular pacing, but there is some inhibition of atrial pacing due to the oversensing of the noise. The physician was dr. (B)(6). No additional information is available. Additional information received states noice has been noted since 2009 and was able to recreate noise by having the patient push against the hand. Electrophysiologist wants to see him again to try unipolar pacing. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).